Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case was broken and contaminated, the bail cover, ring cover, atrial output connector and battery drawer were broken, the battery contacts were compressed, one bail and ring were missing, the keyboard was scratched and the serial number label was torn. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.